Manufacturer narrative:
The manufacturer previously reported that information was received alleging a "service required" error code occurred on a ventilator. There was no harm or injury reported. The device was evaluated by service and the device failed a step during testing. The system board was replaced to address the reported issue. The blower was replaced due to noise.

Manufacturer narrative:
The manufacturer previously reported information alleging a ""service required"" error code occurred. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for further investigation, in reference to the alleged a ""service required"" error code. The device was visually inspected, and no defects were found. The device's event log was reviewed, and a voltage failure error code was noted. The product investigation laboratory tested the system main board, blower and solenoid as part of the allegation investigation. All components functioned as expected during testing and no errors were noted. The product investigation laboratory was unable to confirm of the any of the allegations of failure of the trilogy evo system main board, blower and solenoid. All parts were found to be functioning as designed with no visible damage present. The oxygen blending module was replaced due to noise. This device complaint has been determined to be not reportable.

Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ""service required"" error code occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.